Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The data showed no timeouts, drive stalls, or pulse width increases that would indicate the pod struggling to deliver insulin while worn. The pod was received with the soft cannula deployed, and the formed needle visible through the exposed portion of the soft cannula. The linkage assembly was noted not to be fully retracted. Once the housing was removed, the linkage assembly retracted. Scoring was noted on the inside of the top housing. Inspection of the device along with the data suggest that this defect had no effect on the device's ability to deliver insulin. The downloaded data returned an 0x33 alarm, indicating a communication error occurred while the pod was waiting for input from the pdm. Investigation found no defects or deficiencies that would contribute to a communication error.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached high >27.8 mmol/l (>500 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient's mother spoke to the on call doctor who advised to administered 15 units of insulin through a manual injection. The pod was removed and the cannula was noted to be bent. The patient's blood glucose history is as follows: time: (B)(6) 2019 6:25am, bg (mmol/l): 13.7, (mg/dl): 246.6; 6:38am, changed pod to one that had the issue; 10:30am, 18.5, 333; 11:05am, 19.7, 354.6; 11:45am, >27.8, >500; 12:30pm, spoke to doctor; 1:00pm, pod removed.